Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information is added to the following field: h6. Corrected field: b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus. The tac (technical assistance center) instructed the customer to make sure that the maj-1430 cable is not connected when using the 190-series scope. After of this the customer said the follow-up is not required. Based on the results of the investigation, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue occurred during setup before the procedure began and there was a delay time unknown reported.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center displayed an error code e315. The issue occurred during a diagnostic colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.